Manufacturer narrative:
Evaluation: the femoral cannula was evaluated by quality engineering and manufacturing engineering in the edwards. The customer report of "leakage" was confirmed. The cannula was occluded with hemostats approximately 3 inches distal from the over mold section and a 25 ml syringe was used to infuse water into the catheter through the connector. Leakage was observed at the over mold to catheter junction. A tear approximately 0.25" long was found in the cannula wire wound tubing where the leakage occurred. A section of wire was found exposed at the tear. The wire wound cannula body was also pinched near the over mold area. A device history review was performed and there were no nonconformities associated with the manufacturing of this lot. The root cause of the tear found at the junction of the wire wound cannula body and over mold could not be determined. It is theorized that the tear was the result of the pinched area found near the over mold junction. The exposed wire was the effect of the tear. The issue could not be traced to a manufacturing nonconformance; hence a product risk assessment (pra) will not be initiated. The event did not lead to the 3 sigma threshold being exceeded, therefore a CAPA will not be initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Device has been received from the customer. Evaluation into root cause in underway.

Event description:
It was reported that there was leakage in the connection of the femoral venous cannula, 2 hours after start of ECMO. When leakage was detected, the ECMO was shortly interrupted and the cannula was exchanged. There was no blood loss. The patient went to artificial ventilation, which prolonging his wake up. No further patient complications were reported.